Event description:
It was reported that pump displayed malfunction alarm with code ¿malf 0,¿ and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, and confirmed malfunction did not recur; customer was advised to continue using pump, to call back if malfunction returned.